Event description:
On (B)(6) 2013, it was reported by the nurse that the battery backing on the handheld falls off sometimes and, therefore, will not work correctly. It was also stated that the site keeps receiving the sql error. A hard reset was performed; however, this did not resolve the issue. No patients were affected by the issue and no known user mishandling has occurred. The programming system was not stored in extreme settings, as it was stored in the office at room temperature. Review of the manufacturing records for the handheld confirmed the handheld met all final testing specifications prior to distribution. No other information has been provided.

Event description:
It was reported that the handheld is working properly. It was confirmed through records that the handheld has been used for the past two months. It is likely that the lock switch for the battery cover was not properly engaged. The sql error likely occurred during use with a demo generator which is a known issue. If the sql error had occurred during use of a non-demo generator the error would not typically resolve. There, there appears to be no device failure. The handheld will not be returned for analysis.